Event description:
It was reported that the pump exhibited an unspecified error code. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be broken, the lcd lens to be scratched, and the air detector had a minor dent. The device's event history log was reviewed for evidence of the reported problem and found 46228 error" in the log. Functional testing was conducted. Upon testing, the reported problem was unable to be duplicated. The root cause was unable to be determined; however, the most probable cause is a depleted internal batter. The pwa board was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.